Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 525 mg/dl. The customer was admitted to the hospital. The customer given himself a shot and they keep him until the blood glucose went down and let him go after his blood glucose was down. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to follow up with healthcare provider concerning unexplained high blood glucose.